Event description:
It was reported that (3) atw45 and (4) tr45w were used during a laparoscopically assisted vein harvest procedure. It was reported by the rep that the device "did not fire smoothly or correctly. Could not open and firing made crunching sound on initial firing. Used three guns for a total of four firings". It seems that the first stapler was not working properly and two more were used unsuccessfully. Opened another device to complete the case. There was no consequence to patient.